Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a dual lumen PICC. The customer states that dual lumen PICC, placed in 2007, migrated from svc to right atrium, causing pleural effusion on or around next month. Child had to be transported to boston children's hospital for further treatment.

Manufacturer narrative:
An investigation is currently underway upon completion, the results will be forwarded.